Manufacturer narrative:
Complaint conclusion: during removal, an unknown avanti catheter sheath introducer ruptured intravascularly. They contacted a vascular surgeon for an open procedure for the removal of the remnants of the device. The device was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿catheter sheath introducer (csi) ¿ separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator technique, or vessel characteristics, although unknown, may have contributed to the reported event. Users are instructed to examine devices prior to use for any damages. According to the IFU, which is not intended as a mitigation of risk, ¿do not use if package is open or damaged. If increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined or corrected, discontinue the procedure and withdraw the csi. Note: hold the sheath in place when inserting, positioning, or removing the catheter. The suture collar may be used as a temporary suture site. Remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately.¿ the product analysis available does not suggest a design or manufacturing related cause for the reported event. Since a lot number was not provided and the device was not returned, it is difficult to draw a clinical conclusion between the device and the event based on the limited information available. Without a lot number a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Specific product details are not available. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During removal, an unknown avanti catheter sheath introducer ruptured intravascularly. They contacted a vascular surgeon for an open procedure for the removal of the remnants of the device. The device is expected to be returned for evaluation.